Event description:
It was reported that the patient had no stimulation sensation from their implantable neurostimulator (ins). Also, they were unable to connect to the device using either the programmer or recharger. When trying to connect on the day of report, they were unsuccessful. The patient last remembered that they tried to recharge last on (B)(6) 2015 but that it was not recharging. However, the patient could not recall when they last recharged nor had any stimulation. They last saw their healthcare professional (hcp) in (B)(6) where it was noted that the ins was fine. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).